Event description:
A customer reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support advised the customer to inspect the pump for any damage or debris, leading to the discovery and removal of an o-ring on the pneumatic tap, after which the area was cleaned. The cartridge was successfully reloaded, allowing the customer to resume insulin therapy without further issues.